Event description:
It was reported that the patient experienced an overstimulation sensation. The patient felt an increase in stimulation when he passed through security at a department store. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).